Event description:
Philips received a complaint by the customer on the v60 indicating that a 111b "35 v supply failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 111b "35 v supply failed" error occurred. The customer thought that this issue was resolved with the previous alert/field change order (fco)/recall. The remote service engineer (rse) advised that the device previously had the replacement power management (pm printed circuit board assembly (pcba) installed. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that a 111b "35 v supply failed" error occurred. The customer thought that this issue was resolved with the previous alert/field change order (fco)/recall. The remote service engineer (rse) advised that the device previously had the replacement power management (pm printed circuit board assembly (pcba) installed on april12, 2024. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.